Event description:
It was reported per the field service report - the pump was on patient. Symptom: helium loss 2 alarms. Switched off patient. Findings/action taken: cleaned all valves. Remedied problem. Functional check ok.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.